Event description:
During joint preparation for a sacroiliac joint fusion the physician noted that a portion of a simmetry decorticator tip broke off. The physician determined the fragment was not retrievable; therefore, it remains within the patient's sacroiliac joint.